Event description:
The suspect meter exhibited variation in test results when compared with the lab. No results were provided. Further foll0w up with customer required. Technical support shall also notify sales representative.